Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg)level of above 600mg/dl. The cause was unknown; however, customer's continuous glucose monitor (cgm) was not available due to a non-tandem sensor issue, and customer was having difficulty managing bg without cgm. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue was resolved and no permanent damage.